Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076, implantable pacing lead (B)(6) 2012, implantable pacing lead - (B)(6) 2012. (B)(4).

Event description:
It was reported that the device quicklook indicated that there were no supra ventricular tachycardia (svt) episodes with therapies withheld; however the device had recorded an episode that had been labeled with that criteria. It was not possible to determine the reason for the labeling discrepancy. The device remains in use. No patient complications have been reported as a result of this event.